Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Your report of a damaged catheter tip was confirmed from the 22g insyte autoguard IV catheter and three photographs that were provided for investigation. A microscopic examination of the catheter tip revealed damage that was unacceptable according to the visual standard. This damage likely occurred during the manufacturing process during tipping due to factors such as incorrect temperature, worn out mandrel. Dirty die and tipping force too high.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc global catheter tip was defective. The following information was provided by the initial reporter, translated from japanese to english: it was reported about catheter tip defect. When checking the catheter tip during insertion, it was found to be damaged. Before use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.